Manufacturer narrative:
Corrected data): brand name was "biofinity sphere (comfilcon a)", brand nam is "biofinity multifocal (comfilcon a)"; common device name was "biofinity sphere (comfilcon a)", brand name is "biofinity multifocal (comfilcon a)".

Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
New medical information received 06 august 2018. Heathcare professional indicates the patient experienced moderate epithelial and stromal edema and corneal infiltrates, central corneal opacity, and decreased vision. The location, size and severity of the opacity is not specified. The patient was diagnosed with fungal (mycotic) keratitis and prescribed amphotericin b, voriconazole, and ciprofloxacin. The resolution remains unknown. If additional medical information is received, a follow-up report will be submitted.

Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges she experienced a corneal ulcer in the right (od) eye while using the product and experienced a loss of vision. The patient indicates that she has undergone more than two months of treatment and still has not recovered vision in the right eye. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.